Event description:
Locking nut completely backed out. Was floating in pt. Surgeon explanted all 4 locking nuts and 2 rods, but left 4 screws in place. Surgeon then replaced 2 new rods and tightened construct with 4 new locking nuts without any further incidence.

Manufacturer narrative:
Conclusion: the complaint was verified. No manufacturing anomalies were identified. Imperfect alignment between locking nuts and rods are probably contributed to the back out of locking nuts. A stripped, damaged hex opening was found in one of the locking nuts, which may have been also contributing to the failure by possible preventing the full transfer of the preset torque to the locking nut later leading to loosening of the construct. One locking nut assembly was included with the returned explants that had the locking nut and the saddle separated because of the breakage of the laser welding. It is unclear when and how the separation has happened or if the locking nut assembly was ever installed in the final construct. No damage found on the separated, individual components.